Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the pump¿s black box showed that the last basal delivery was on (B)(4) 2017@10:46 am prior to a pump reboot. The data showed that the pump was powered up again on (B)(4) 2017 with a recurring cs 241 active basal program empty warning; delivery was never resumed. During testing, the pump ez-prime steps were performed correctly; the pump reflected 24u after 24 hours on 1u/hr duration test. The pump performed within specification. The complaint of being unable to enter basal value was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the patient's health care provider was unable to enter basal segments into the pump settings. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.